Event description:
It was reported that an akreos iol (unknown model) was placed in the patient's eye. After insertion of the lens, the surgeon began to aspirate the viscoelastic and noticed that the lens began to fall posteriorly through the posterior capsule and into the vitreous. The surgeon did not indicate whether the posterior capsule defect was present prior to iol insertion. The surgeon then cut and removed the lens, a vitrectomy was performed and a lens was placed in the sulcus. According to the surgeon, the patient is seeing well.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.